Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed the test step. The device's oxygen blending module board, active exhalation control module and oxygen blending module manifold were replaced to address the issues. In addition of the above evaluation, the device's front enclosure, rear enclosure, and handle replaced due to crack. The device's replaced keypad was worn, still functioned. The device's replaced obm flow sensors elements due to dust/dirt contamination. Unit passed final test.